Event description:
Follow up information reported that it was unknown as to the cause of the electrodes not functioning. No x-rays were taken and no further actions had been taken at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Continuation: product ID 377875, lot# n0041644, implanted: (B)(6) 2005: product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005: product type programmer; patient product ID 377860, lot# n0044319, implanted: (B)(6) 2005: product type lead. (B)(4).

Event description:
It was reported that there were high impedances. It was further reported that the patient lost stimulation on the left side of the head. It was noted that this happened sometime in the month prior to the report. It was further noted that the patient had ¿subcutaneous leads bilaterally in anterior head for supra-orbital nerve stimulation.¿ an impedance check reportedly revealed that many of the electrodes on the left lead were not functioning. It was also reported that the device was reprogrammed away from faulty leads and stimulation was regained. The patient reportedly had a headache and less than 50% therapy relief. It was also noted that the patient had no injury and no adverse event at the time of the report.